Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.

Event description:
The date of event is unk. Customer reported that the cap on the set became disconnected and the pt experienced bleeding out of a stopcock connection because of it. No pt injury occurred or medical intervention needed. The device instructions for use were reviewed with the reporter pointing out the importance of tightening the connections and caps prior to priming the set. No additional info was available.